Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and the reservoir compartment of the insulin pump was damaged. The customer's blood glucose was 368 mmol/l at the time of incident which was treated using manual injections. The customer inserted a new battery after cleaning the battery contacts cap and compartment with a cotton swab but the insulin pump did not turn on. The customer was advised that the insulin pump needed to be replaced and the device is not expected to be returned for analysis.